Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the current pump as backup therapy, and tandem's technical support (cts) provided a replacement pump. They also gave instructions on putting the pump into storage mode and advised on returning the defective pump to tandem via ups within 10 days. The customer acknowledged and understood all instructions.